Event description:
A pt underwent reoperation and explant of a prosthetic mitral valve for valve thrombosis. The pt was determined to have a low inr, i.e. Sub-optimal anticoagulation, prior to the valve thrombosis. The carbomedics prosthetic heart valve was replaced with a porcine valve.